Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's lead had "gone bad" and pt was told that impedance tests indicated that 7 of 10 electrodes did not work. Additional info was requested.